Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 1 device was received for evaluation; the event was confirmed during testing. Evaluation found the device had illegible markings. The device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was found to have illegible run/safe etchings. Illegible run/safe etchings could potentially cause disorientation for the user, which may lead to unintentional running of the device. There was no patient involvement; no patient impact.